Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient started having some "seepage" (return of symptoms) and wanted to turn stimulation up but couldn't turn on their patient programmer (pp). No further patient complications have been reported as a result of this event.